Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip, missing end cap sticker and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).